Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for abdominal pain, nausea and vomiting, and hematuria. The patient's lactate dehydrogenase was elevated since discharge months ago following a hemorrhagic stroke, but the patient was asymptomatic at the time. The patient was started on a heparin drip and given a blood transfusion and chronic antibiotics for the gastrointestinal infection. The patient's echocardiogram did not show native recovery. Due to the patient's history of hemorrhagic stroke, the patient was not a surgical candidate for a pump exchange or explant. On (B)(6) 2015, the patient was already intubated and coded with ventricular escape beats. The patient¿s family elected to withdraw care. It was reported that the lvad was functioning throughout, but that thrombus was suspected based on labs and clinical presentation. An autopsy was not performed.

Event description:
Additional information was received from (B)(4) stating: alarms - low flow, spikes in parameters, high elevation on ldh & phbg. Additional information also included that the patient expired on (B)(6) 2015 and indicated the primary cause of death as multisystem organ failure (msof), device function normal: no.

Manufacturer narrative:
The referenced previous report of hemorrhagic stroke is covered under MFR report number 2916596-2014-01758. Approximate age of device: 8 months. A full evaluation of the device could not be conducted and a root cause for the reported event could not be determined because the pump was not returned to the manufacturer for evaluation and no autopsy was performed. A review of the device history record revealed that the device met applicable specifications. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
The attached user facility medwatch reports were received from (B)(4). The user facility numbers were not provided. (B)(4). A review of the manufacturer's complaint history showed that the patient had a pump exchange (please reference MFR report # 2916596-2014-01377).